Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer also experienced a seizure and heart attack. The customer was unable to troubleshoot as she didn't have supplies with her. The customer stated that her current programming needs to be changed as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.